Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep re-configured the system. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system de-configured and displayed in (B)(6) rather than (B)(6). No pt injury was reported.